Event description:
A report received from the USA stated the device experienced a damaged hose issue. The device was not being used in surgery. It is unk if injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" could be confirmed. During service the device hose was noted as torn in the pre-repair assessment non-conformances. If add'l info becomes available, a supplemental report will be submitted. (B)(4).